Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in af and vf/vt. Multiple shocks were delivered, but were inadequate. The lead was reposition; vt induction was unsuccessful. The lead was explanted and replaced. Testing of the new lead was not possible due to high amount of the medication in the patient's system. The patient was stable.